Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the monitor displayed the patient's rhythm as no beat detected for 16 seconds but the monitor generated a yellow pause alarm instead of a red asystole. The patient's condition warranted escalation in care, and the patient was transferred to another hospital. There was no additional impact to the patient. The device was in use on patient at time of event, there was an adverse event reported.

Manufacturer narrative:
A philips product support engineer (pse) received the system logs from the onsite system to evaluate the device in question. Based on a review of the available log provided to the pse, multiple rhythm strips were received for review, depicting the pause noted in the allegation. No additional information could be gathered based on the rhythm strips provided to the philips product support engineer (pse). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.